Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was hard drive failure. The field service engineer replaced hard drive with new one and the machine booted right up, also performed a general preventive maintenance on the machine. Customer had confirmed that everything is working correctly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medbank cubie¿ replenishment station (tower), the mn cr and integration could not be turned on and showed an error message. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.